Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited an air in line failure. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
One device was returned for repair. Event history found there were no errors related to the customer complaint. There were no services reported previously. Functional testing found that the air detector was not working. The air detector was replaced, and pump passed all verification testing.